Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2014-01115. (B)(4). It was reported that restenosis occurred. In (B)(6) 2013, the index procedure was performed. The target lesion was a denovo, type b2, eccentric, tortuous below 45 and moderate, and mildly calcified. The target lesion was 15mm in length and 2.25 in diameter with 99% stenosis and was located in the distal rca (cass site #003) . After predilation, two study stents (promus element plus mr ous 2.25x16mm and promus element plus mr ous 2.25x12mm) were implanted at 12atm each. Postdilation was performed, residue was 25%, timi flow became 3. There was no exacerbation of cardiac function noted. One day post procedure, the patient was discharged from the hospital with aspirin and clopidogrel. In (B)(6) 2013, coronary artery restenosis in cass #003 was confirmed through angiography. In (B)(6) 2013, percutaneous coronary intervention (pci) was performed to treat the stenosis. The patients' condition is listed as recovered.